Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 70 mg/dl. The keypad is not responding. The customer was in water with waterproof case. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent up arrow button due to corroded keypad trace. No moisture damage noted on electronic assembly or motor assembly. The insulin pump had minor scratches on lcd window and cracked case at display window corner.